Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient had been experiencing intermittent elevated blood glucose (bg) close to 500mg/dl with abdominal pain since (B)(6) 2014. The reporter denied any other signs or symptoms of hyperglycemia. The patient¿s bg at the time of the call to animas was reportedly between 252mg/dl and 269mg/dl with no symptoms. The reporter stated that the patient¿s bg responds to boluses, but not as well as expected and then bg rises again shortly after bolusing. The reporter stated that the site, set, and cartridge were changed on (B)(6) 2014 and on (B)(6) 2014. The reporter stated that a new vial of insulin was also used during the site/set/cartridge change on (B)(6) 2014. The reporter noted that after the site/set/cartridge change on (B)(6) 2014, the patient over-bolused and experienced a low bg of 52mg/dl with weakness and shakiness. The low bg was reportedly treated with gatorade and the patient¿s bg was reportedly in target range within an hour. The reporter denied any site or set issues and confirmed there were no bent cannulas. During troubleshooting, it was noted that the fill cannula step was not completed after the site/set change on (B)(6) 2014. A review of the prime history indicated that the fill cannula step is usually completed appropriately by the patient. The reporter noted that bg elevations had occurred prior to and after the missed fill cannula step. The reporter noted that additional factors possibly contributing to the alleged bg excursions included cold symptoms, puberty, and not always correcting properly for carbohydrates and bgs. The reported low bg does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to use error in not completing the fill cannula step after a site/set change.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.